Event description:
The customer reported fuzzy image, they even tried using multiple scope and were getting the same issue during inspection for use involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.